Event description:
It was reported that arteriotomy closure of a heavily calcified common femoral artery was attempted using a starclose se device after an iliac stenting procedure. Reportedly, all the deployment steps were performed uneventfully and the clip was fired. After clip deployment the device could not be removed. The safety release mechanism was attempted; however, the device was unable to be retracted. It was indicated that only the sheath was still stuck in the patient. Counter traction was applied and the device was removed from the patient. The clip was found on the vessel wall with light oozing present. Manual arterial compression was applied to achieve complete hemostasis. The locator wings were collapsed within the device when it was removed from the patient. There was no adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the device instructions for use, do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the visual and functional analysis of the returned device, the reported removal difficulty was confirmed. The vessel locator wings were bent and not fully collapsed within the device. It was reported that an unsuccessful attempt was made to remove the device via the safety release mechanism. However, the device was returned with the thumb advancer locked; the access ports were not utilized to release the device and the thumb advancer had not been retracted. During lab testing a proxy dilator was inserted in the access ports and the thumb advancer released/unlocked and retracted without difficulty. The analysis did not indicate any evidence of a product quality deficiency that would contribute to this event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, the common femoral artery was heavily calcified. The starclose se instructions for use (IFU) states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the IFU indicates: do not deploy the clip in areas of calcified plaque. It was also reported that the user was in-training in use of the starclose se device. These observations suggest that user familiarity with the device and anatomical conditions may have influenced the reported event. Based on the information reviewed, there is no indication of a product deficiency.